Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had inaccurate sensor readings that triggered the threshold suspend. Sensor glucose was reading 60-65 while blood glucose value was 120-125 mg/dl when the insulin pump suspended. The customer was advised about insertion and calibration best practices. The sensor will not be returned for analysis.